Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately high as compared to another unknown meter. This medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at an unspecified time. The patient claimed that she received a reading of "134 mg/dl" on the subject meter within 30 minutes of testing on another meter. The blood glucose reading on the other meter was not specified. The patient informed the customer care advocate (cca) that she manages her diabetes with insulin (unknown type and dose) and is a self- adjuster. It was noted by the cca that the patient had more food/drink in response to the reading(s). It is unclear if this action was based on the subject meter's reading or based on the other, unknown meter reading. The patient claimed that on (B)(6) 2011 (4 days later) she developed symptoms of "sweating, nausea, disorientation and fainting" at an unspecified time. The patient reported that she went to her doctor and her blood glucose was tested on the hcp meter (unknown type) but the reading obtained on the hcp meter was not specified. It is not known if this was a routine doctor's appointment nor is it known whether the patient tested on the subject meter on that particular day. The patient was reportedly treated by the hcp with food and/drink. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure; the test strips were in good condition and unexpired. The patient did not have any control solution to check her meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011, the meter passed testing with no faults found. On (B)(4), 2011, the test strips passed all testing with no faults found. The retain test strips passed all testing. A DHR (device history record) was completed on (B)(4), 2011 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.